Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. Source: http://www.consumuch.com/news/articleview.html?idxno=60588.

Event description:
It was reported on an online news article that after a patient underwent a robotic assisted ovarian cystectomy for her ovarian teratoma, the patient experienced high fever and abdominal pain. The patient was found with small intestine perforation. Follow-up has been attempted to obtain additional information, but there's currently no information about the procedure date, nor the medical intervention that was performed to address the complication.